Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectum procedure, the staple line was not completed. A few clips were not settled. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After review of the additional information, the file is now a serious injury. Additional information was requested and the following was obtained: how was the procedure completed? How many staples were missing (or how many cm was the staple line open)? Current health status of the patient? Response received: the staple line was less than 1 cm open. Air test detected leak for the first 100 ml air, then the leak stopped. Therefore, no stitching required. Forty eight hours post-op anastomosis insufficiency was detected that required hartmann procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it the surgeon¿s normal practice to not oversew air leaks? Were there any issues with device performance? Were there any staple formation issues noted? If so, please describe their shape. What is meant by ¿clips were not settled¿? Are there any plans to re-anastomose at a later date? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is it the surgeon¿s normal practice to not oversew air leaks? For sure air leaks will be oversewed. Were there any issues with device performance? No. Were there any staple formation issues noted? If so, please describe their shape. Two regular anastomotic rings. What is meant by ¿clips were not settled¿? One part of the anastomose not fully clamped, however the intestine was correctly cut (two completely anastomotic rings). Are there any plans to re-anastomose at a later date? Yes. What is the current patient status? Patient is at home.